Event description:
On 08/08/06, nellcor puritan bennett received a report of inflation issues on a shiley tracheostomy tube. The customer reported that inflation/deflation issues were discovered. The caller reported that the patient had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this complaint are not available for evaluation.